Manufacturer narrative:
An event regarding dislocation involving a delta v-40 ceramic head 36/0 was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records, x-rays, and the reported device are needed to complete the investigation for determining the root cause.

Event description:
It was reported that patient was a recurrent dislocator and surgeon replaced left head and liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient was a recurrent dislocator and surgeon replaced left head and liner.